Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had poor telemetry or no telemetry with recharging. Patient stated she let the battery died down because she didn't feel good and that nothing felt good, it was hurting. It was noted the patient was able to communicate with patient programmer (pp), ins was on, and ins battery was low, patient felt stimulation. Troubleshooting included patient repositioned antenna over ins, and the same message appeared, patient used the implant all the time and run it high, it took a long time to charge. Patient stated due to the position of the ins being in a weird spot/curve of the gluteus, there had been charging issues. Patient noted she met with rep who got her the adhesive discs which resolved the issue. Patient stated it was only due to the position of the ins placement. Patient would be sent a replacement insr antenna and follow up with healthcare provider (hcp) to address therapy issue. It was noted the patient let ins died down, didn't feel good/hurting. It was noted the patient was getting the reposition antenna screen. Additional information later date stated that the patient was just sent an ins recharger (insr) antenna and the recharger was doing the same thing. Patient was getting reposition antenna screen. Patient services (pss) directed to repair for ins recharger (insr). Patient stated the recharger antenna did not fix the issue and the exact problem was happening. While on the phone, patient stated her buzzing stopped and she just recharged last week and was getting connection with her programmer. Patient worried since she hurt her back and wondered if she hurt her leads as well. Patient noted this was ages ago and again recently, and patient did not provide exact date. It was noted the buzzing sensation stopped and hurting back on (B)(6) 2018, recharger not working in previously. It was noted the recharger was getting reposition antenna even with new antenna. No further complication and no symptoms were reported.